Event description:
This report addresses the issue of use error, reuse of supplies. The customer contacted baxter's technical service center to report an issue of a check patient line alarm while on a home choice (hc) device during drain. The home patient (hp) had already disconnected herself and the bags during initial drain. The hp did not state reason for disconnecting. The baxter technical representative (tsr) assisted the hp to end therapy. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance(ps) spoke with the hp regarding the reported use error. The hp did not recall the event. The hp was informed of proper procedures to follow during therapy to avoid any contamination. The hp is currently continuing therapy without any issues.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.